Event description:
It was reported that during a treatment procedure, guidewire removal difficulties occurred. A v-14 controlwire was used with a rubicon catheter in an unknown lesion location. The tip of the v-14 controlwire became difficult to remove from the rubicon catheter, eventually the wire was removed from the catheter and the same catheter was used to complete to procedure with another wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).